Event description:
The manufacturer became aware of a patient's death from a daughter-in-law stating that the patient went into a nursing home and used the device every night and that somebody spilled water into the device. She said the patient passed away a few days ago not due to the device; noticed the staff to have switched out the device; on it says donated and took out the sd card. There was no allegation that the device contributed to the death. There was no report of medical intervention. Additional information has been requested regarding the details of the reported death. If any additional information is received, a follow up report will be filed.